Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material clogged the nozzle. The issue occurred during preparation for use for a diagnostic esophagogastroduodenoscopy. There were no reports of patient harm. There was no procedural delay. The issue occurred at the beginning of the procedure and a similar device was used to complete the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the plastic distal end cover was scratched and dented, the objective lens had old adhesive and tiny chips and scratches around the edge of the lens, the light guide lens had old adhesive and tiny chips and scratches around the edge of the lens, the bending section cover had a crack in the adhesive, the air/water supply was out of specification and the scope connector customer label was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus inspection confirmed foreign material clogged in nozzle. There was no deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained. Additoinally, there was no physical damage of the device where the foreign material was remained. Therefore the root cause cannot be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.